Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. The information provided indicated that the "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to we have not identified this to be a reported device explant at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. H11 addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. Based on the 10-jul-2012 operative notes, it appears that only the onlay portion of the perfix plug mesh was used during the repair. The medical records show that the patient developed chronic right groin pain post implant of the perfix plug onlay, had neurectomy and underwent explant of the perfix plug onlay mesh . The warnings section of the instructions-for-use supplied with the device states, "to avoid injury, careful attention is required if fixating the mesh in the presence of nerves or vessels." Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an inguinal hernia with implant of a bard perfix plug. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient was allegedly injured severely and permanently. The attorney alleges the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2012 - patient underwent repair of multiple hernias, included a right indirect inguinal hernia repair with implant of a the onlay portion of a perfix plug. As described in the operative notes, there was a small indirect inguinal hernia sac within the proximal round ligament that appeared to be densely adherent. The floor of the canal was then reinforced using an onlay mesh portion of the perfix plug, without tension securing it to the lacunar ligament, poupart's ligament and internal oblique fascia. (B)(6) 2013 - patient was diagnosed with right illioinguinal nerve entrapment, underwent removal of ilioinguinal and iliohypogastric nerve. Per operative notes: "opened up the external oblique aponeurosis just distal to the mesh. There, we were able to identify the nerves and we removed them with cautery." The mesh (perfix plug onlay) was left intact. (B)(6) 2014 - patient continued to have chronic inguinodynia, has some relief from pain injections and underwent right groin exploration with explant of mesh (perfix plug onlay). Per operative notes: "the mesh was immediately identified and dissected out. We followed to the superior border of the mesh and began dissection of the mesh from the underlying inguinal floor. This was completely excised. We then performed a primary bassini repair." An on-q pain pump was then placed percutaneously. Attorney alleges adhesions, nerve damage, hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. The information provided indicated that the "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to we have not identified this to be a reported device explant at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of an inguinal hernia with implant of a bard perfix plug. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient was allegedly injured severely and permanently. The attorney alleges the patient has suffered and will continue to suffer physical pain.